Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during post procedure the unit failed the post-test following the onsite fse remediation efforts. During the over-temperature alarm switch test, the temperature rose to 45.9°c from 41.7°c during the calibration step, which was outside the target range of 45.3°c ± 0.4°c. Additionally, corrosion and possible water damage were observed on the board. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that confirmed complaint of "overtemperature too high" when performing the overtemp test. Unit displayed too high of a value during testing. During investigation found the display was out of calibration and causing issues with the values being too high. Device did not have issues detecting too high of temperature or alarming when expected too. Recalibrated display, unit no longer has too high of values when triggering the manual overtemp alarm. During investigation found the float switch required replacement for remediation and hence replaced it. Device's return tube and membrane have been already replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.